Event description:
It was reported that the patient was frequently charging the ipg. It was also reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a system explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5168559/7072695.